Event description:
A manufacturer representative reported that the far-end size of the leads were only 1.0 mm but the standard was 1.5 mm in the product description. No symptoms were reported. There were no further complications reported/anticipated. Additional information received from the representative reported the lead was used in the surgery, there was no issue about safety, no actions or interventions were taken, and this was the only case.